Event description:
Related manufacturer report number: 2017865-2024-00422. It was reported, the patient presented at the hospital due to syncope. Upon interrogation, noise was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. The rv lead was capped and replaced. It was also noted, the device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced prophylactically during the lead revision procedure. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the noise resulted in oversensing. Lead insulation damage was suspected.